Event description:
Report received from an abbott affiliate which states, when the operator was pushing the plunger in order to return the blood back to the patient, it was noted that there was blood leakage at the junction where the tubing meets the two-way stopcock of the safeset ii reservoir. It was reported that the set was connected to an arterial line of a patient who was undergoing an operation. The set was in use for approximately 20 to 30 minutes prior to the leak occurring. The amount of blood loss was "very small", approximately 0.05ml. It was reported that the operator decided to continue to use the set because the operation would be finished in a very short period of time. There was no report of any patient harm.